Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the patient's leadless pacemaker was observed to exhibit varying high capture thresholds. The lp failed to be fixated and dislodged upon fixation. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.